Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified. Additionally, the alleged minimum fill notification issue could not be verified.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer¿s blood glucose level was 273 mg/dl. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.